Event description:
Patient stated her thighs were so sore she could not use sensor (patient is bedridden and couldn't put sensor on back of arm since it would come off) patient also stated they are visually impaired. Hcp did not consent to follow up. (B)(4) no additional information provided or available regarding this report.